Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (1015 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer connected the pump to a power source prior to going to sleep. The customer stated during the night the pump detached from the charger. Subsequently the pump shut down due to insufficient power as low power alerts and a low power alarm occurred and were not been addressed by charging the device. The customer's blood glucose (bg) level was impacted (over 600 mg/dl). A manual injection was delivered to correct elevated bg level. The customer connected the pump to a power source and successfully turned the pump back on. Reportedly, the customer held down the wake button while the pump was connected to a power source and accidentally entered the pump into storage mode. It was confirmed the customer was able to turn the pump back on, reload a cartridge onto the pump and resume insulin delivery. Recommendation was made to the customer to charge pump more frequently.